Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-34, an frame overlap up to node 4 was observed during a fluoroscopic check as a misload was noted. Despite this, the valve was used. Upon release, it was noted that the valve had not fully expanded. Consequently, the device was removed and replaced with a new valve and catheter, which were used successfully with good results.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012558061); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012569187); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-34, an frame overlap up to node 4 was observed during a fluoroscopic check as a misload was noted. Despite this, the valve was used. Upon release, it was noted that the valve had not fully expanded. Consequently, the device was removed and replaced with a new valve and catheter, which were used successfully with good results. Additional information was received that according to the physician, the patient's anatomy did not contribute to the expansion issue. Additional information was received to report the procedure was delayed due to replacing the system with a new one.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Additional codes. The annex f code was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet flexible. As received, all leaflets appeared partially open with a gap between the free margins. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded to the correct size. No signs of damage were found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of misload the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-34, an frame overlap up to node 4 was observed during a fluoroscopic check as a misload was noted. Despite this, the valve was used. Upon release, it was noted that the valve had not fully expanded. Consequently, the device was removed and replaced with a new valve and catheter, which were used successfully with good results. Additional information was received that according to the physician, the patient's anatomy did not contribute to the expansion issue.